Event description:
It was reported that during an a-fib procedure, the carto3 system was displayed red light indicators over ecg1 and ecg3 on the piu. The signal noise occurred on all the channels, including the 12 leads of body surface ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. All recordings were flat line with intermittent spikes of noise. The customer stated that there was several error codes were displayed on the work station. The first was an error 8, "pace routing disabled" and after a reboot, error 21, "bit test failed on piu; failure in the ECG card 3" were appeared. The user was advised to perform the following: turn off the piu. Unplug all sensor based catheters from the piu. Turn the piu on. Reconnect each sensor based catheter one at a time after the piu is fully initialized. The user connected each one back and it was noted that after the lasso catheter was connected, an error 1201 was seen, "limb lead disconnected". Unplugging the lasso catheter resolved the error immediately. The user was advised to replace the lasso catheter. The issue resolved and the case was completed without any patient consequence.

Manufacturer narrative:
The concomitant product: carto 3 model# m-4800-01 serial # (B)(4).

Manufacturer narrative:
(B)(4). The returned device was evaluated for electrical resistance and current leakage and it passed meeting specifications. A visual inspection was performed and it was observed that the catheter had light green residues built up on the connector pins that may have contributed to the noise issue. The device history record (DHR) was reviewed and no anomalies were found regarding this issue. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed; however, residues built up on the connector pins were found with an unknown origin.